Event description:
It was reported that the device was showing error code 41541. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and accuracy tests were performed, and a defective lock sensor was found. The lock sensor was replaced to fix the issue.